Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and morphine via an implanted pump. The patient¿s medical history included lyme¿s disease. The indication for pump use was non-malignant pain. On (B)(6) 2016 it was reported that within the first week of (B)(6) 2016 the patient ended up twisting a little bit (not very much) and heard a pop. The ¿internal stitches blew¿ and now the pump was able to flip over.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the pump was ¿floating/flopping" around. Per the reporter the pain pump had come loose and she wasn¿t sure if it is anchored at all. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-sep-2017 and it was reported that the pump had to be re-attached after it had broken loose. No further complications were reported/anticipated.